Event description:
Patient had her first orthovisc injection in her right knee on (B)(6) 2012. The patient asked to stay longer in the room where she had the injection and asked for an ice pack for her knee, neither of which were considered unusual by the attending medical personnel. After going home, the patient reportedly experienced a scratching sensation in her neck about an hour and a half after receiving the orthovisc injection. At some point on (B)(6) 2012, the patient called the medical facility emergency line and was told to go to the emergency room. The patient reportedly arrived at the emergency room and indicated she felt her throat was closing up. She was administered an epi-pen and reportedly felt fine afterward. The patient is reportedly not on any other medications, and has no egg allergy.

Manufacturer narrative:
No lot number was relayed to the manufacturer at time of report.